Manufacturer narrative:
(B)(4). The device has been implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on september 27, 2019 that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2019. Reportedly, the patient required additional phosphate enema for rectal clearance prior to the procedure. Additionally, the patient was overweight and the peri-rectal space was quite limited thus requiring more manipulation than usual to obtain positioning. According to the complainant, the patient experienced persistent pain with defecation and bleeding post procedure. On (B)(6) 2019, a colostomy bag was placed to bypass the bowel. The patient had more discomfort than usual and experienced urinary retention. A rectal examination was performed and there was an anterior vertical band of fullness in the anterior rectal wall where the spacer was designed to be inserted. Routine antibiotics and pain analgesia were used to treat the rectal fullness. The patient developed a peri-rectal abscess and a drain tube was inserted to drain the abscess. As of (B)(6) 2019 the patients condition was reported to be clinically stable.